Manufacturer narrative:
Unit received with missing retainer and reservoir tube o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged at reservoir ring. Customer¿s blood glucose level was 63 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.